Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. The physician advanced a 15mmx1.50mm apex balloon to dilate the lesion. The apex balloon was inflated to 8atms for 20 seconds. On the second inflation the balloon ruptured at 14atms. The balloon was removed intact. The procedure was completed with another 15mmx1.50mm apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. The physician advanced a 15mmx1.50mm apex balloon to dilate the lesion. The apex balloon was inflated to 8atms for 20 seconds. On the second inflation the balloon ruptured at 14atms. The balloon was removed intact. The procedure was completed with another 15mmx1.50mm apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. During attempts to inflate liquid into the balloon, a pinhole leak was identified over the distal edge of the markerband. A microscopic examination of the balloon material and of the markerband could not identify any issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).